Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The system on/standby kit and harness to on/standby switch and led were replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in an inability to initiate mechanical ventilation during pre-use checkout. There was no patient involvement.